Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient parent that he was hospitalized due to low blood glucose and ½ hours of coma. Patient state that he has 160 mg/dl at the time of sleep and did not wake up the next morning. Low blood glucose level was 40 mg/dl at the time of incident. He was hospitalized for 3 and ½ days. Patient may have over bolus for dinner because of that hypoglycemia occurs. Treatment is done by IV insulin drip. No further information was available.